Event description:
It was reported that the patient's blood glucose (bg) level reached 22 mmol/l (360 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. The patient began experiencing persistent headaches slight loss of vision, extreme thirst and vomiting. The patient treated with a manual insulin pen injection of long-lasting insulin. Due to the symptoms, the patient went to the emergency room and the nurse "suspected early-stage diabetic ketoacidosis." No treatment was provided but the patient was advised to monitor (bg) levels closely, if bg levels do not decrease, the patient was instructed to return for intravenous fluid therapy. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.